Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump made a grinding noise while operating. The user reported the pump vibrated more than usual, and the vibration could be felt in the pump control knob as the flow was adjusted. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.